Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The hv supply generator was aligned and filament calibration was performed. The system was tested and operates as intended.

Event description:
The customer reported the 9800 system displayed a saturation error and high ma overload fault message. No patient injury was reported.